Event description:
During a liver resection the device worked without incident. Then, a few minutes later, an instrument error code (code 5) came across the screen. The scrub nurse retorqued the instrument. Same error came up when calibrating/testing the disposable. The scrub nurse then replaced the shears, turned off/on the generator, retested, and the instrument worked fine throughout the rest of the case. There was no reported patient consequence.